Event description:
It was reported by the customer's mother that the customer had failed battery test on the insulin pump. Customer's mother stated that the batteries were not lasting in the pump. Customer changed the battery yesterday and tonight they had to change it again. Customer's blood glucose level was 475 mg/dl. Customer woke up with high blood glucose levels and felt a little woozy. Customer looked at his pump and there was nothing on the screen. Customer treated with an injection. Customer found that the battery compartment and spring were corroded. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.